Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/04/2009 and 02/09/2010 by phone. Additional information was obtained by phone on 02/09/2010. At the customer's request, no further follow-up with the surgeon was done. (B) (4). (B) (4). (B) (4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, he is experiencing diplopia in his right eye and "fuzzy" distance vision for both eyes. In a follow-up, the surgeon's technician stated that the patient had excellent outcomes following implantation. The surgeon does not feel the lens caused or contributed to the event and continues to monitor the patient. There are two medical device reports for this event. This report is for the left eye.